Event description:
Customer reported receiving a freestyle reading of 287 mg/dl and took insulin based on that reading. The customer later experienced symptoms of hypoglycemia, so they ate fruit to bring glucose levels up and felt better.